Event description:
It was reported a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination forty-five (45) days post index procedure, echocardiogram revealed the closure device had shifted proximally and a peri-device leak was present. The patient will undergo further imaging via computed tomography (CT) to assess the position of the closure device. No patient complications were reported.